Manufacturer narrative:
Customer report was confirmed. Rec'd (1) 24fr femoral venous cannula in sealed package. A brown, hair-like particulate was found inside the sealed package. The hair-like particulate was approximately 1.5cm in length. (B) (4).

Event description:
Received phone call from customer who reported that there was a hair inside of a sealed package, no patient involvement.

Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt was administered heparin while admitted at the hospital. Upon info and belief, on at least one occasion, the heparin administered to the pt was allegedly contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed in 2009.